Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 93 out of 93 of the returned display boards. The customer returned 93 lvp display board assemblies in individual esd bags. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display boards were tested using a test fixture attached to a cad pcu and by running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 93 out of 93 returned lvp display board assemblies with dim segments. The root cause was determined to be a manufacturing issue. Dim segment issue associated to faulty component of the seven-segment display. A supplier product change notification was issued to improve the manufacturing process. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 : only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the large volume pump (lvp) displayed dim segments and needed to be replaced. The issues were found during preventative maintenance; therefore, there was no patient involvement.